Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that during opcheck, the device is not able to recognize that the therapy knob is set to 150j. There was no reported patient involvement.